Event description:
During a cardiac catheterization, the tip of a acist medical ivus catheter dislodged and was seen on fluoro. Catheter was removed and the tip was retrieved with no harm to patient. Second catheter was used without incident.